Event description:
It was reported that the right ventricular (rv) lead exhibited noise reversion pacing the ventricular high rate episodes. Low pacing impedance was measured. A possible insulation bread down was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-45 lead, implanted (B)(6) 2001. (B)(4).